Event description:
It was reported that during removal of the epidural catheter, it was noted that the catheter distal tip was missing. An x-ray revealed a piece of catheter approx 5" in length to be indwelling. The piece of catheter was removed via a 2" incision. There were no additional complications.